Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a "check vent: airflow sensor calibration data error" (pvt test 5). There was no patient involvement.the event date was not specified; estimate used.

Manufacturer narrative:
Report date: 13feb2019. Date received by manufacturer: 12feb2019. Type of reportable event: correction: malfunction. The manufacturer¿s international service technician confirmed the reported flow issue. "The zero point spec of a flow was out of the accepted range." The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 05/18/2019. Failure analysis on the returned gas delivery system (gds) shows that the gas delivery system (gds) assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 05/18/2019. Failure analysis on the returned gas delivery system (gds) shows that the gas delivery system (gds) assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.